Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left insert break'), embedded device ('left fallopian tube: sections show a braided/coiled metal wire insert embedded within the lumen / left device mild tubal migration noted') and device dislocation ('migration') in an adult female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, dysmenorrhea, asthma, kidney stone, urinary frequency, ovarian cyst, perineal pain, menopausal symptoms, endometriosis, chronic cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("frequent diarrhea"), alopecia ("hair loss") and lethargy ("lethargy") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced visual impairment ("vision change"), vision blurred ("blurred vision") and night blindness ("loss of night vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), psychological trauma ("psych injury"), headache ("headache"), bladder disorder ("bladder problem") and cystitis ("bladder infection nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device dislocation, anxiety, migraine, alopecia, abdominal pain lower, lethargy, pelvic pain, back pain, headache, bladder disorder and cystitis outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, diarrhoea and abdominal pain had resolved and the dyspareunia, visual impairment, fatigue, weight increased, vision blurred and night blindness was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, cystitis, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, lethargy, menorrhagia, migraine, night blindness, pelvic pain, psychological trauma, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Patient received treatment for back pain, migration, headache. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: complete fallopian tubal occlusions with essure inserts. Left insert break with mild tubal migration noted. Concerning the injuries reported in this case, the following one/ones were reported in patient¿s medical record : embedded device,device breakage batch no : c49142, production date : 2014-04-10, expiration date :2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events added: psych injury, back pain, migration, headache, bladder problems and bladder infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left insert break') and embedded device ('left fallopian tube: sections show a braided/coiled metal wire insert embedded within the lumen / left device mild tubal migration noted') in a female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, dysmenorrhea, asthma, kidney stone, urinary frequency, ovarian cyst, perineal pain, menopausal symptoms, endometriosis, chronic cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("frequent diarrhea"), alopecia ("hair loss") and lethargy ("lethargy") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced visual impairment ("vision change"), vision blurred ("blurred vision") and night blindness ("loss of night vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, anxiety, migraine, alopecia, abdominal pain lower, lethargy and pelvic pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, diarrhoea and abdominal pain had resolved and the dyspareunia, visual impairment, fatigue, weight increased, vision blurred and night blindness was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, lethargy, menorrhagia, migraine, night blindness, pelvic pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram on (B)(6) 2015: complete fallopian tubal occlusions with essure inserts. Left insert break with mild tubal migration noted. Concerning the injuries reported in this case, the following one/ones were reported in patient¿s medical record : embedded device,device breakage batch no : c49142, production date : 2014-04-10, expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left insert break') and embedded device ('left fallopian tube: sections show a braided/coiled metal wire insert embedded within the lumen / left device mild tubal migration noted') in a female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, dysmenorrhea, asthma, kidney stone, urinary frequency, ovarian cyst, perineal pain, menopausal symptoms, endometriosis, chronic cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from may 2015 to june 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("frequent diarrhea"), alopecia ("hair loss") and lethargy ("lethargy") and was found to have weight increased ("weight gain"). In july 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). In august 2016, the patient experienced visual impairment ("vision change"), vision blurred ("blurred vision") and night blindness ("loss of night vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, anxiety, migraine, alopecia, abdominal pain lower, lethargy and pelvic pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, diarrhoea and abdominal pain had resolved and the dyspareunia, visual impairment, fatigue, weight increased, vision blurred and night blindness was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, lethargy, menorrhagia, migraine, night blindness, pelvic pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: complete fallopian tubal occlusions with essure inserts. Left insert break with mild tubal migration noted. Concerning the injuries reported in this case, the following one/ones were reported in patient¿s medical record : embedded device,device breakage most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), anxiety, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision change, fatigue, weight gain, frequent diarrhea, hair loss, lower abdominal pain, lethargy, blurred vision, loss of night vision, abdominal pain, left fallopian tube: sections show a braided/coiled metal wire insert embedded within the lumen/ left coil mild tubal migration noted, left insert break", reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.